Manufacturer narrative:
On 26-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002256 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was blood leaking out of the valve of the vizigo sheath when the vizigo sheath was inserted into the patient. The medical team replaced the vizigo sheath and the procedure continued without further issues. No patient consequences were reported. Additional information: the hemostatic valve appeared normal. The hemostatic valve was not dislodged inside the hub. The brim cap/hub was not dislodged inside the sheath. The sheath was being used on the patient. Air did not enter the patient's body. A "small volume" was blood loss was reported. Hemostatic valve leak is MDR-reportable.